Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported in 2008, the patient, a minor, was suggested to follow-up with an orthopaedic physician after a scoliosis screening. At the time of the screening, the patient was not experiencing any pain or other issues with her back. On (B)(6) 2008, she underwent x-rays and MRI which revealed that her back was at a 29 degree curvature of her spine to the right. The patient remained in the body cast for the next six months, as suggested by the surgeon. The patient underwent second MRI which revealed 39 degree curvature of her spine to the right. On (B)(6) 2008, the patient underwent spinal surgery. The patient was implanted with rhbmp-2/acs. Post-op, she began experiencing extreme pain, where she experienced no pain prior to the surgery. In (B)(6) 2008, the patient presented for the first follow-up visit. The patient is now permanently disfigured, harmed, immobile, and in constant pain. Her condition is embarrassing, emotionally draining, and constantly painful. The patient is currently (B)(6), and is immobile, unable to push herself up, no longer has neck mobility, and is completely different than prior to the surgery.

Event description:
It was reported that the patient post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.